Manufacturer narrative:
(B)(4). The returned device was visually inspected. Of note, there appeared to be signs of heavy blade contact abrasions on the nose of the led light. Functional testing included attaching several reusable fiber optic blades to the handle set. The light would at times flicker, and at times go out completely as the blade was engaged and disengaged multiple times. This failure mode is characteristic of an electrical contact issue. Further investigation discovered a loose solder connection on one of the spring loaded led contact pins. The reported complaint of a strobing led light was confirmed based upon the sample received. The battery cartridge is a mechanical/electrical device with sensitive multiple mechanical/electrical components. A chance that the loose soldered connection just "broke loose" is remote. The operational failure is indicative of heavy handed use connecting and disconnecting blades and/or a drop. This device had been in use for some time. That is to say it was not an out-of-box failure. Therefore, based upon the damage observed on the returned sample, operational context caused or contributed to this event. No corrective action is required at this time.

Event description:
Customer complaint alleges the light started strobing continuously. Alleged malfunction was occurred during use. No report of patient harm. Patient's condition reported as "fine".